Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by cts to reset pump, but issue persisted, leading to decision to replace the pump. Customer will use a backup therapy method to ensure uninterrupted insulin delivery and a replacement pump with updated software was provided along with necessary instructions and training. Replacement pump was sent and customer was advised to return faulty pump within 10 days.